Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Device code relates to problem code for the reported event of "stent migration". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a biliary stent placement procedure performed in the bile duct. (Exact implant date is not reported) according to the complainant, a flexima plus 8.5frx5cm was inserted into the bile duct after a papilla treatment. Post procedure, when the endoscope was inserted, it was noticed that the stent had migrated distally towards the upper bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.